Event description:
(B)(4). Diagnosed with lupus (B)(6) 2015, diagnosed with celiac disease (B)(6) 2015, diagnosed endometriosis (B)(6) 2015, hysterectomy (B)(6) 2016. Diagnosed at time of hysterectomy: inflammatory disease of cervix uteri, leiomyoma of uterus, other non inflammatory disorders of ovary, fallopian tube and broad ligament, abnormal uterine and vaginal bleeding, endometriosis or ovary, endometriosis of fallopian tube, endometriosis of uterus, displacement of internal prosthetic, hypertension, long term drug therapy.

Event description:
(B)(4). Pain, cramps, swelling abdomen, large clots when menstruation, bleeding more then just when menses, pain and bleeding during sex, skin sensitivity, rash over body, ibs, joint pain, migraines, hypersensitive to sounds, gall bladder removed, gerd, nissen fundoplication, high blood pressure,